Event description:
It was reported the asymptomatic patient had many episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. The t-wave could not be measured because there is no v sense amp channel selected to store. Programming changes were recommended. The t-wave oversensing could not be reproduced in clinic today. No changes were made but the device was set up to store the v sense amp channel for future egms.

Event description:
New information notes another instance of non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes and induction test were discussed. Further information notes that programming changes were not made yet; patient is fine and will continue to be monitored.